Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical engineer reported that during a procedure there was no phacoemulsification power. The case was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. System message (sm) codes were confirmed to have been observed in the event log review. The sm codes observed were ¿prime/tune failure¿ codes, relating to phaco handpieces. Fourteen phaco handpieces were observed to have been used in this facility. However, confirming which handpieces were used, was not possible. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).